Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. Confirmation testing was performed x2 on (B)(6) 2021 and (B)(6) 2021 with negative results. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.